Event description:
The surgeon attempted to insert a +25.0 diopter collamer plate lens but the lens tore. The cartridge split and tore the lens as it was ejecting. There was no patient contact or injury. The nurse stated the cartridge was the cause of the lens tear.